Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurately high compared to another meter and was also displaying the battery indicator symbol. The patient claimed that she developed symptoms approximately 1 hour after these reported issues began. The medical surveillance specialist (mss) was unsuccessful to reach the patient for additional information; therefore, the following information was obtained from the customer care advocate (cca) documentation. The patient claimed that she had replaced the battery 2 months ago but the battery indicator was still appearing. The customer care advocate (cca) went through troubleshooting with the patient and noted that the battery issue was not resolved. She also claimed that her meter was reading high because she obtained a '214 mg/dl" on the subject meter at unspecified date/time, which was compared to a "104 mg/dl" on another meter that was obtained at 8:20 pm on the event date: it was noted that the time difference of these results was greater than 30 minutes. It was noted that both of these issues first occurred at 2 pm on the event date (3 days before she contacted lfs), twenty minutes after the reported issues occurred, the patient took an increased dosage of glucophage (850 mg). Approximately 3 pm the same day, she reportedly became dizzy, shaky, and weak. The patient did not report any treatment after the symptoms had started; however, the patient did test on another device and got "104 mg/dl" at 8:20 pm. Based on the provided information, this complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury 1 hour after the reported issues began. In addition, the battery indicator issue was not resolved with training. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.